Event description:
Pt treated with percutaneous radiofrequency for liver tumor. Pt died two weeks later due to peritonitis. There was no product malfunction or operator error. However as this is part of a clinical trial, it seems helpful to report.